Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine check, the right ventricular lead exhibited an increase in impedance and high capture thresholds. The device was reprogrammed to unipolar pacing and the patient would continue to be monitored. No patient symptoms were reported.